Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the remote monitor was unable to establish telemetry. Troubleshooting steps were taken to no avail. The monitor remains in use. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.